Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 140 units of insulin, and remained static at 60 units. There was no reported impact to the customer's blood glucose level due to not testing. Although requested by tandem technical support, no further information was provided on the reported event.